Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the keyboard keys were not working. A field service engineer (fse) zip ties were cut and all in one (aio) was removed to disconnect the faulty keyboard. A new keyboard was connected, the cable was neatly re tied, and the keyboard was secured to the station top cover to prevent loose cables or movement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, some keys on the keyboard were not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.